Event description:
This involved a triple lumen PICC. Unable to advance catheter over nitinol wire included in PICC kit. Access maintained, new kit opened and PICC placed without further difficulty. No adverse effects or complaints from patient. Supply sent to materials management and angiodynamic rep notified of issue. Will meet to identify alternative wires to replace nitinol coated wire in triple lumen PICC kit.